Event description:
It was reported that the patient was not receiving effective therapy due to lead migration. Following the replacement, the ipg was not able to connect. In turn, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.